Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier board was replaced and the circuit breaker was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the monitors on the system failed to display an image. There is no report of death or serious injury associated with this complaint.